Manufacturer narrative:
The patient's transplant is reported under MFR # 2916596-2021-06833. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had positive cultures for a staph aureus infection in their pump pocket on (B)(6) 2021. The patient was still positive for this infection on (B)(6)2021. A culture taken on (B)(6) 2021 also revealed an enterobacter cloacae infection that was resistant to cefazolin. No additional information was provided. The patient eventually received an explant related to their infection on (B)(6) 2021.

Manufacturer narrative:
The patient's transplant is reported under MFR # (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of (B)(6) left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had (B)(6) cultures for a staph aureus infection in their pump pocket on(B)(6) 2021. The patient was still positive for this infection on (B)(6)2021. A culture taken on (B)(6) 2021 also revealed an enterobacter cloacae infection that was resistant to cefazolin. No additional information was provided. The patient eventually received an explant related to their infection on (B)(6) 2021.